Event description:
It was reported that one of the cables that connect the c-arm to the monitor, on the 9600+ system, is starting to tear and show exposed wires. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.